Manufacturer narrative:
H3: device evaluation- the lens was returned with moisture in a microcentrifuge vial. Visual inspection found lens haptic torn. Corrected data h10: comment "h6-patient code 3191: no code available (seondary surgery, lens exchange)" is not applicable for this claim.(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while preparing to implant a 12.6mm vicmo12.6 implantable collamer lens, diopter -8.0 into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2018. This lens was not implanted, nor was there any patient contact with the lens. The cause of the event is reported as unknown. An alternate lens was successfully implanted at a later date.